Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an insulin set fell off event on (B)(6) 2025. Infusion set was used for two days. Blood glucose level was more than 400 mg/dl at the time of the event due to which patient went to an emergency room (ER) and eventually got hospitalized and shifted to an intensive care unit (ICU). Patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was also found positive for high ketones level. Patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011719, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011719". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011719 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 08 on 14-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No returned samples. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non confirmance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011719, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011719". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011719 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 08 on 14-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No returned samples. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.